Event description:
Green status indicator flashing but device leds do not light up when switched on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 28th september 2015. Upon receipt the instructional leds were failing to illuminate, as per the reported fault. A fractured solder joint on the +3.3v line of the j12 connector had resulted in the track remaining open circuit. As this line powers the instructional leds, this had resulted in the failure of the leds to illuminate. The fault could not be replicated after the solder joint was reflowed. This confirmed the failure had been due to the fractured solder joint. Heartsine records indicate the device had performed to specification during heartsine testing on the 28th september 2015, when the operation of the instructional leds was verified. This would therefore indicate the solder joint had become fractured after this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Green status indicator flashing but device leds do not light up when switched on. There was no patient involved in this event.